Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: device was overweight, crease fold, deformation. Cloudiness in the gel observed after autoclave cycle. After weighing the device, it was observed that it was overweight, however, a review of the weight reports generated during the manufacturing process was performed and all units were within specification. Therefore, the overweight observervation during the additional analysis is not considered a workmanship (see the weight report attached). Base on the device analysis the final assessment is: the unit is not ruptured.

Event description:
Healthcare professional reports rupture. This relates to the left device. Device has been explanted.